Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a vizigo sheath and the patient experienced retroperitoneal hemorrhage that required medication and stent placement.the patient had a retroperitoneal bleed and perforation in the right common iliac vein. It was noticed due to the patient's low blood pressure. Medication was given to the patient to try to raise their blood pressure, but it continued to drop throughout the procedure. They confirmed the injury with a venogram and arteriogram. It was later discovered that the patient also had a pseudoaneurysm of a thoracic artery. A stent was placed in the patient for the retroperitoneal bleed and a drain was placed for the pseudoaneurysm. The patient's status was stable, intubated. Eventually patient fully recovered. Patient required extended hospitalization.the physician didn't think anything in particular was the cause of the adverse event but that it may have been exacerbated due to the patient being on brilinta.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).